Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. The device involved in the reported incident has been returned to the MFR for eval. An investigation into the root cause for incident is currently in progress. Once the device is received and evaluated, the results of the investigation will be sent via a f/u medwatch. Add'l info from u/f report # (B)(4). Brand name: angiodynamics, inc., common device name: 5f standard micro-introducer kit. (B)(6).

Event description:
A (B)(6) male presented for declotting procedure of a left arteriovenous graft. During the procedure the 0.018" x 45cm microaccess wire sheared off during access towards the arterial side of the av graft. The foreign body (piece of the wire) was located under x-ray and successfully retrieved with a snare without difficulty. It was reported that the pt suffered no harm or injury due to this event. The procedure was successfully completed without further complications. On 04/16/2012, the firm received user medwatch (B)(4). Add'l info from u/f report: a (B)(6) male having declotting of left av graft; during procedure micropuncture guidewire sheared off during access towards arterial side of av graft. Foreign body (piece of wire) found under x-ray and retrieved with a snare without difficulty. Pt suffered no harm. Procedure was completed. Broken guidewire and introducer available for eval.